Event description:
It was reported that during set up the tip of the device broke. All pieces were recovered. A backup device was available to complete the procedure.

Manufacturer narrative:
The device, intended use in treatment, was not returned for evaluation, the reported event could not be confirmed. Therefore, product analysis could not be performed at this time. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.